Event description:
It was reported that the patient noticed the pumping tube on the pressure plate was misaligned. No patient injury was reported

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. A product sample was received for evaluation. Visual and functional testing were performed and no damages were detected on the samples. Root cause cannot be determined since the complaint was not confirmed due to the fact the accuracy test was successfully passed.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08076 is no longer considered reportable, please disregard any MDR reports associated with it.